Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the lead appeared to have been damaged at implant.

Event description:
It was reported that during pre-implant inspection, the physician felt resistance/difficulty retracting the lead helix. When the lead was inserted down to the inferior vena cava, the physician had difficulty inserting a curved stylet after removing a straight stylet. The lead was changed for a new lead. No patient complications have been reported as a result of this event.